Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Device labeling addresses the reported event as follows: the physiological response of the patient to the presence of the bib¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the bib¿ system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "evidence of blue urine." The device was removed.

Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 21/jun/2018. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon was noted to be discolored, as the shell and center patch were blue in appearance. Black particulate matter was noted on the entrance to the valve channel. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from eight separate openings. One opening was noted on the anterior portion of the shell, and seven openings were noted on the radius. Under microscopic analysis, all seven openings on the radius of the shell were noted to be have striated edges, consistent with damage from a surgical tool. The opening on the anterior portion of the balloon shell was noted to have striated edges, consistent with damage from a surgical tool. Yellow particulate matter was noted on the inner surface of the valve channel.